Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator exhibited a charging failure. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by a philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart xl+ defibrillator indicating that the device experienced a charging failure. The fse evaluated the device onsite at the customer's location. It was determined that the devices charging failure was due to dirty paddles. The fse cleaned the paddles, performed an electrical safety test, and returned the device to good working order before handing it over to the customer. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the available information and the testing conducted, the cause of the reported problem was due to the paddles being dirty. The reported issue has been confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse cleaned the paddles and performed all required electrical safety tests. The device was returned to full functionality. It has been concluded that no further action is required at this time. If additional information is received, the complaint file will be reopened.